Manufacturer narrative:
Correction to g2 to add the foreign country spain. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including leakage from the insertion section, the light guide lens was damaged, there was insufficient light volume, the distal end cover was damaged, the bending section rubber glue was scratched, the insertion section was wrinkled, the scope connection cover was cracked, and the labeling on the control section was peeling off. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer provided their reprocessing procedure. Pre-cleaning of the endoscope involves water aspiration through the aspiration gate using detergent instrunet. Brushing of the following points were carried out: suction channel, suction cylinder, working channel entrance, ball channel, and distal end/areas around the elevator. The scopeclean 2 piece albyn medical kit brushes are used for manual cleaning. Manual disinfectant performed with instrunet. The automated endoscopic reprocessor used is olympus etd3, with endodet olympus detergent and endodact olympus disinfectant. The endoscope is stored in a simple cabinet, without a drying function and hangs vertically. Olympus performs maintenance of the endoscope. The endoscope is sterilized after each procedure. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the subject device tested positive for microbial contamination after repeat cleaning, disinfection and sterilization. No patient infections or harm reported. Patient identifier (B)(6): cf-h180al (serial (B)(4)) and cultures dated 14jun2021; 16jun2021; and 23jun2021. Patient identifier (B)(6): cf-h180al (serial (B)(4)) and culture dated 12apr2021 patient identifier (B)(6): cf-h180al (serial (B)(4)) and cultures dated 12jul2021; and 23jul2021 this report is for patient identifier (b)(6 for the following positive cultures: 14jun2021: enterobacter cloacae complex, a high number of colony forming units, number unspecified 16jun2021: pseudomonas oryzihabitans 2 colony forming units 23jun2021: yeast fungus, 1 colony forming unit